Manufacturer narrative:
The insulin pump received with button error alarm due to corroded keypad traces. No moisture damage on electronics noted. The device was received with cracked display window corner, cracked battery tube threads, missing end capsticker.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 193 mg/dl. Troubleshooting was performed. The device was returned for analysis.